Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drt225, was successfully implanted into the patient's left eye. During the postoperative examination, the patient reported experiencing glare during both daytime and nighttime conditions, hazy vision, reliance on over-the-counter reading glasses, and a myopic refractive outcome. As a result, the lens was explanted during a secondary surgical procedure and replaced with a non-johnson & johnson lens, envy etn250. The patient fully recovered with no impact on activities of daily living. No incision enlargement, vitrectomy, sutures, or procedural delays were required. No medications beyond the standard of care were prescribed. Preoperative best spectacle-corrected visual acuity (bscva) was 20/20 with a refraction of plano +0.25 d cylinder at axis 179°. Postoperative visual acuity was 20/20-2 with a refraction of plano sphere. The directions for use (dfu) were followed. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code 4619: temporary impairment (glare with surgical intervention required). Section h6: health effect-impact code 4613: minor injury/ illness/ impairment (vision blurred patient daily life activities not impacted). An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.